Event description:
On june 17, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient tests her blood glucose about 2-3 times a day. She typically tests before breakfast and dinner. She also takes set dosages of insulin. The patient takes 7 units of novolin-n insulin before breakfast and 4 units of novolog insulin before breakfast and dinner. The patient indicated that the alleged meter issue started on two days before, at around 6:30 am. Although the patient was unable to test her blood for about 2 days, she continued to take her insulins as prescribed. However, on an unspecified day during the time of concern, the patient reportedly took her insulins as prescribed and ate breakfast. After taking the insulin, the patient claimed that her blood glucose level got low and she developed symptoms of feeling weak and shaky. The patient drank orange juice to relieve her symptoms. The patient stated that if her blood glucose is below a certain level, she typically eats something before she takes her insulin. The patient explained that she eats something to raise her blood glucose to a point where she feels comfortable enough to take her insulin and to prevent a hypoglycemic episode. The patient's blood glucose was not tested on another device during the time of concern. She denied receiving medical intervention from a health care professional. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.